Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced high blood glucose level due to a bent cannula, which she tried to treat by changing the set and cartridge but had no success. Therefore, she was brought to the emergency room with blood glucose level of 500 mg/dl, where insulin drip and intravenous fluids (drug name unknown) were given. Moreover, the patient had ketone level which the health care professional assessed as dangerous/life threatening. After spending 6 hours in the emergency room, she was released in fair condition with blood glucose level of 200 mg/dl, but when she reached home, they inserted a new infusion set where blood glucose level rose again during the night. On (B)(6) 2019, the patient was then brought back to the hospital due to diabetic ketoacidosis and admitted into the intensive care unit, where she received insulin drip and intravenous fluids (drug name unknown) which resolved the issue. The infusion had been in use for one day. On (B)(6) 2019, she was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.